Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and it was found that the lead was stretched. It was noted by the analyst that the lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. Lead was received with helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector. It was also noted that the distal conductor was distorted, inner insulation kinked buckled, inner insulation torn, blood in/on helix/lobe mechanism, and there was apparent explant damage.

Event description:
It was reported that during the implant attempt there was difficulty extending and retracting the helix. After fixating the lead there was intermittent sensing and undersensing. It was also reported that the lead pin was turned too many times and the lead was over torqued. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.